Event description:
It was reported, that during a photoselective vaporization of the prostate (pvp) procedure. The fiber stopped working after one minute of use. The procedure was completed with another fiber. And no patient complications. The fiber was returned. And analysis identified, that the metal cap was detached and not returned.

Manufacturer narrative:
The fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis of the device revealed the metal cap was detached and not returned. The level of debris could not be determined, due to the metal cap being missing. The glass cap showed severe level of devitrification. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber as intended. Based on the information available, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.